Event description:
During a patella tendon repair procedure, surgeon was drilling through a drill guide into dense bone. A slight bit of torque was applied and the drill bit snapped off a top of drill sleeve. Broken fragment was not retrieved and remains implanted in the pt.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.